Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis with gram positive organism coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with injections of vacomycin (2g) and amikacin (250mg), route and frequency of these therapies is unknown. At the time of this report the patient was recovering from this event. No additional information is available.